Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient reported that they had "erroneous readings" that resulted in "insulin shock" and a trip to the emergency room. The patient stated that the dexcom was displaying 39 mg/dl (labeling indicates the cgm does not display values below 40 mg/dl). A finger stick reading was not performed during this time and during this time, the patient was "semi-conscious". The patient's wife called 911 because the patient as not in any condition to do so. When paramedics arrived around 4:00pm, they did check a fingerstick reading but the patient stated they were told that they were "too out of" so they could not ask the paramedics what the fingerstick reading was. It is also unknown what the cgm was displaying during this time. The patient was transported to the hospital at the hospital, no medications were given to the patient, only a cat scan and blood tests were done. The patient was at the hospital for 4 hours and was released around 8:00pm. At the time of the report, the patient was in normal condition with no lingering symptoms. During the report, the patient was still wearing the same sensor and had a reading of 198 on the dexcom and 228 mg/dl with a fingerstick. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was "too out of it". The reported glucose values fall within the b zone of the parkes error grid during the time of the report on (B)(6) 2024. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 health effect - impact code - correction to remove code 4614 serious injury/ illness/ impairment from the initial MDR. H6 health effect - clinical code - correction to remove code 1912 hypoglycemia from the initial MDR.

Event description:
Subsequent to the initial MDR, a correction is required.